Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the helix of the low voltage lead was damaged due to multiple repositioning attempts at the desired location. The lead was not used and the patient was in stable condition.

Manufacturer narrative:
The reported event of helix damage was not confirmed. A complete lead was returned in one piece. The helix was retracted and clogged with blood/tissue. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.